Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down without prompt. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the complaint was unconfirmed. The programmer was able to maintain a powered state for 48 hours. The case was found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.